Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. A leakage was confirmed from the o2 hose. The problem was solved by replacing the o2 hose clamp. Provided picture confirmed the reported problem. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the o2 hose connected to the ventilator¿s gas inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).